Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming functionality testing. The monitor's electrode belt connector was pulled out of the monitor case, partially pulling the connector out of the j1001. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) for an unrelated reason. Upon investigation the montior was unable to pass incoming functionality testing.